Event description:
It was reported the patient experienced sleeping problems, double vision, and generally did not feel well since the dbs implant. The patient remained at home and had an appointment the following day for reprogramming of the device. The patient was considering a second opinion if the programming did not go well. Additional information received from the hcp indicated the patient had undergone a revision of the dbs in 2009, as the electrode had pulled out on the left side. The lead was not replaced just repositioned. The patient returned for visits one month and six months later for wound checks. There was no indication in the notes of the outcome or if the symptoms had improved. The patient was to follow up with another physician. Additional information received from the follow up physician indicated the patient was seen four months later for adjustments as the patient complained of being sleepy and having blurred vision. After five months, the patient was seen again due to continued problems. It was felt the vision problems were not related to the dbs so the patient was being evaluated for glasses. Medication adjustments and reprogramming were performed. Office notes indicated the hcp felt the settings were good for the patient since there had been no new side effects since the last reprogramming.

Manufacturer narrative:
.